Event description:
Upon interrogation during the regular pacemaker check, device was found in standby mode. The pacemaker was re-initialized, and normal values were obtained after the re-initialization.

Manufacturer narrative:
(B)(4).

Event description:
Upon interrogation during the regular pacemaker check, device was found in standby mode. The pacemaker was re-initialized, and normal values were obtained after the re-initialization.